Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.